Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, asthma (new or worsening), lung disease and cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: pil observed significant dust-like and hair-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, humidifier level 3 indicator out. Pil observed the air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Significant dust-like contamination on the top of the blower box lid and surrounding area. Significant dust-like and hair-like contamination on the top of the blower motor and inside of the blower box. Dust-like contamination in the bottom enclosure. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had significant dust-like and hair-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device from secondary findings. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found thirty-two error codes. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was not observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. In box d: product UDI, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation, asthma, lung disease, cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.